Manufacturer narrative:
On june 05, 2025, mentor received additional information reporting that the patient is to undergo device explantation on june 26, 2025. Section d6. Explantation date: june 26, 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent a breast augmentation revision with a 325cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively. The patient mentioned she was lifting a box. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 22, 2025, the mentor failure analysis lab has received the device for evaluation. On july 27, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant had a tear on the anterior view, measuring approximately 0.6 cm, within a crease/fold. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. On july 31, 2025, mentor received additional information regarding the patient's replacement device. It was reported that the replacement device was a 400cc mentor smooth round moderate plus profile saline breast prosthesis (catalog number 3502400) with lot number 2038768 manufacturer¿s reference number: (B)(4).